Event description:
A catheter was placed 02/27/94, for fluid status evaluation. Nurse attempted to obtain wedge on 2/27/94, at 2350 with one cc air (gradually); no resistance noted. Pt started coughing with hemoptysis of approx 10 to 15 cc blood. Cxr and abg were obtained. Pt was transferred for cardiovascular surgical consult.